Event description:
It was reported via the stryker facebook page, "I have stryker knee and in misery all the time. It pops clocks and hurts."

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient reported pain and clicking. The patient also inquired if this device is in scope of a recall. At this time it cannot be confirmed if the device is in scope of a recall as no device information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.